Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The monopolar curved scissors instrument was analyzed and failure analysis could not be replicated nor confirmed. In addition, the product was returned with a reported complaint that does not affect functionality. Visual inspection-external, visual inspection-internal, manual articulation of inputs, recognition, engagement, electrical continuity, energy delivery and intuitive motion tests/ inspections were performed to confirm product was returned in an expected/acceptable condition. The instrument passed energy delivery testing in various grip orientations. The instrument also passed the electrical continuity test. No product issue was identified and the product is considered conforming in its current state. Based on the investigation results, customer reported issues may be due to other factors unrelated to the product. The complaint was not confirmed by failure analysis. The probable root cause cannot be determined.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the monopolar curved scissors instrument had the tip sparked. The procedure was completing as planned with no reported injury.